Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead displayed possible occasional undersensing noted on ventricular electrograms (egm) pre-detection in an episode in the ventricular fibrillation (vf) zone. The lead remains in use. No patient complications have been reported as a result of this event.